Manufacturer narrative:
Age at time of event:, corrected data: previously submitted MDR did not update this field to correspond with the event date submitted in supplemental report 01. Relevant tests/laboratory data, including dates, corrected data: previously submitted MDR reported irrelevant data in this field. The relevant data is being submitted now. Device manufacture date (mo/day/yr), corrected data: previously submitted MDR did not update this field to correspond with the available product information

Event description:
A copy of the software flashcard was returned to the manufacturer for analysis. During review of programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2014.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Review of the available programming and diagnostic history. Date of event, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
Patient settings were provided and after review of the in-house programming/diagnostic history database, it was observed that the settings provided were different than what were programmed at the last known visit. The settings provided were indicative of an interrupted diagnostic test; however, review of system diagnostic testing did not reveal any diagnostics from the previous office visit. The date that the faulted diagnostics occurred is unknown. No patient adverse events were reported.